Event description:
One day after uncompleted catarct surgery with implantation of the crystalens iol, the surgeon observed that the iol had vaulted anteriorly. One week postoperatively, secondary surgical intervention was performed to reposition the lens. The vaulting persisted and at one month postoperatively, the lens was removed and replaced with another iol. The surgeon believes that the large capsulotomy size may have conributed to the event.